Event description:
While the patient is being transferred from bed to wheelchair using the hoyer lift. The scale hardware kit separated from the mani lift bar. The scale hardware kit fell on patient chest/ lap.